Manufacturer narrative:
Initial reporter name and address: this was reported by a bsc sales rep. The reported healthcare facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a spy ds controller was used in a procedure performed on (B)(6) 2022. During the procedure, there was no image coming from the spy ds controller, only the company logo appeared and disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.